Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. The peritonitis was manifested by fever, delusion caused by fever, and abdominal pain. On the same day as the onset, the patient was hospitalized for the peritonitis. On an unreported date, while hospitalized, the patient was treated with unspecified antibiotics (orally, every day, dose not reported) and unspecified antibiotics administered intraperitoneally (ip) (dosage and frequency not reported) for peritonitis. The patient was discharged from the hospital after six days. The treatment with antibiotics was stopped three days after the discharge from the hospital. The patient had recovered from peritonitis. The pd therapy was ongoing. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.